Event description:
It was reported the pt experienced pain at the anchor site. The pt stated the anchor is lying superficially which is causing the pain. Surgical intervention was undertaken on (B)(6) 2014 and the anchor was explanted and replaced. The physician implanted the new anchor deeper. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.